Event description:
The event is reported as: "customer alleges the tip broke off of the rod during a cervical 360 procedure. No piece was left in the patient and there was no patient injury or medical intervention." Patient current condition is fine.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.